Event description:
Res was being transferred with a sara lift, the safety belt was not available. The back sling was on the lift. The res was being transferred off the toilet using the sara lift employee left. The stall res was in to get a trash can. Upon return to the stall res was on the floor. Employee did not leave shower area, only the stall res was in.